Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid was not passing through the bd safetyglide¿ needle. Report 3 of 4. Verbatim : event 1 (aah internal ID: (B)(6)). Date event occurred: (B)(6)2023. Description of event/concern: drew up depot injection and primed needle- seeing white fluid in tip of needle, went to inject patient and would not pass through needle. Went to get a second needle primed seeing white fluid at needle tip. Injected successfully. Patient had symptoms of ears buzzing, loss of vision clammy shaky - sat in psr chair provided with water and ice pack. Sat for 5 minutes and left unsymptomatic with friend who was driving. Investigated with nurses during rounds and was told that we are having multiple issues with this needle bd safetyglide 25gx1 (B)(4), lot2025239 (1)00382903059164 they are going through sometimes 4 needls per patient a few patients have had to be stuck twice. Unable to inject fluid would not pass through the needle. Event 2 (aah internal ID: (B)(6)). Date event occurred: (B)(6) 2023. Description of event/concern: needle was clear during vaccine prep. When lpn went to vaccinate the patient the needle was "blocked" and nurse was unable to inject. New needle had to be applied and pt re-injected. Event 3 (aah internal ID: (B)(6)). Date event occurred: (B)(6) 2023. Description of event/concern: went to give patient her 2 month vaccines when needle seemed to be plugged and would not allow me to deploy plunger into patient's thigh.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 27-jul-2023 h.6. Investigation summary: twenty-eight samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-six samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid was not passing through the bd safetyglide¿ needle. Report 3 of 4. Verbatim : event 1 (aah internal ID: (B)(4)) date event occurred: 5/22/2023 description of event/concern: drew up depot injection and primed needle- seeing white fluid in tip of needle, went to inject patient and would not pass through needle. Went to get a second needle primed seeing white fluid at needle tip. Injected successfully. Patient had symptoms of ears buzzing, loss of vision clammy shaky - sat in psr chair provided with water and ice pack. Sat for 5 minutes and left unsymptomatic with friend who was driving. Investigated with nurses during rounds and was told that we are having multiple issues with this needle bd safetyglide 25gx1 (B)(6)lot2025239 (1)00382903059164 they are going through sometimes 4 needls per patient a few patients have had to be stuck twice. Unable to inject fluid would not pass through the needle. Event 2 (aah internal ID:(B)(4)) date event occurred: 6/9/2023 description of event/concern: needle was clear during vaccine prep. When lpn went to vaccinate the patient the needle was "blocked" and nurse was unable to inject. New needle had to be applied and pt re-injected. Event 3 (aah internal ID: (B)(4)) date event occurred: 6/21/2023 description of event/concern: went to give patient her 2 month vaccines when needle seemed to be plugged and would not allow me to deploy plunger into patient's thigh.